Manufacturer narrative:
(B)(4). Reference manufacturer report # (B)(4) for a second device used in the same case.

Event description:
According to the reporter: occurred during a laparoscopically assisted vaginal hysterectomy (lavh) procedure. The suture fell off of the driver. Different reloads were used, however, the suture continued to fall off the drivers. There was no patient injury. A new reload was used to finish the case.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. The needle was not received. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.